Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient underwent another procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported on (B)(6) 2009 that patient underwent anterior colporrhaphy and perivaginal defect repair, posterior colporrhaphy and bilateral sacrospinous ligament, enterocele repair by due to symptomatic pelvic organ prolapse, severe cystocele, rectocele. On (B)(6) 2009 that patient had a mesh placed about 13 months ago. She is status post hysterectomy. It was reported that patient underwent excision/resection of anterior wall mesh exposure on (B)(6) 2012 due to small mesh exposure, dyspareunia. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.